Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the events ¿foreign material inside lg-lens,¿ ¿foreign material on the glue at objective lens,¿ ¿foreign material in the a/w channel,¿ ¿foreign material in the a/w cylinder,¿ and ¿residual liquid at distal end¿ were confirmed. Foreign material/residual liquid remained in the ¿glue at objective lens,¿ ¿a/w channel,¿ ¿a/w cylinder,¿ and ¿distal end¿ since the reprocessing was not completed due to occurrence of leakage from sc-cover unit, insertion tube, and forceps elevator. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. For suggested event: foreign material inside the lg-lens: the event can be detected in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. For suggested events: foreign material on the glue at objective lens, foreign material in the a/w channel, foreign material in the a/w cylinder, residual liquid at distal end: the events can be detected and prevented in accordance with the following IFU. ¿ IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the duodenovideoscope was leaking at the density tester connection. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: due to insufficient cleaning, foreign material was found inside of the light guide lens, the adhesive around objective lens, the air/water tube and air/water cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to deformation of the scope connector cover unit and a pinhole on the connecting tube, water tightness was lost; water tightness of the forceps elevator was lost; the switch flexible printed circuit, plug unit, circuit board unit in the suction connector and the cable unit had corrosion due to water leakage; the distal end had residual liquid; the light guide lens had a crack; the distal end was shaved; the adhesive around the objective lens had discoloration; the switch box had a scratch; the air/water cylinder and suction cylinder had no color. The investigation is ongoing and follow-up with the user facility is currently being performed for additional details relating to the patient and event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.